Manufacturer narrative:
Device history record (DHR) review: the reported lot code is a copack lot code. An assessment of the device history records for the production lot codes was completed based on the time provided and the time period used for statistical sampling for product release, and include ac609021x, ac609121x, ac609221x and ac609521x. This assessment found pledget related issues reported that may have caused or contributed to the reported issue. However, no defects were reported and the records demonstrate that quality system procedures were correctly followed, and the presence of this defect does not indicate a non-conforming quality system, per the allowable aql and rql in the product specification. Escalation and trend/cluster assessment: a cluster assessment found 0 similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends, medical device reports (B)(6), and complaint-related corrective actions. Since no root cause was found, there is no corrective or preventive action that can be taken at this time. No further information is available at this time.

Event description:
The consumer stated she inserted a security regular tampon and was unaware that the tampon came apart upon removal. The consumer experienced unusual vaginal odor and headaches in the days following the tampon removal. The consumer visited her gynecologist. Tampon pieces were removed from the cervix and the consumer was placed on an oral antibiotic. She completed the antibiotic treatment and is no longer experiencing signs or symptoms of infections.